Manufacturer narrative:
The device was returned to olympus for evaluation, and it was noted that the air/water tube was scratched giving the impression that it had foreign material inside. The reported fault was likely a result of insufficient reprocessing. Additionally, the following findings were observed: switch 2 was damaged; control unit and adhesive on bending section cover had a crack; connecting tube had a scratch; due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a black screen/b30 error code (scope communication error). The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: air/water tube had foreign objects. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.